Event description:
It was reported that pump malfunction occurred with malfunction code displayed and no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully completed reset with no recurrence of malfunction, and was advised to continue using pump and call back if issue happened again.